Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02508, 1627487-2022-02507. It was reported the patient's system was autoreducing and patient experienced ineffective therapy. Reprogramming did not resolve the issue. Lead diagnostics indicated high impedances on multiple lead contacts. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the ipg and leads were explanted and replaced to address the issue.